Event description:
The manufacturer received information alleging the device flow stopped for a moment. There was no harm or injury reported. The device was returned to the manufacturers service center for evaluation. During the evaluation of the device error logs a reboot caused by a program execution error was found. The device's main board was replaced to address the issue.